Event description:
Serious injury involving one person. The pt had worn daily wear contact lenses five days prior to experiencing pain. Pt was diagnosed with pseudomonas keratitis in their right eye. And prescribed chloramphanicol. The ulcer rapidly progressed of which was contributed to their allergic reaction to chloramphanicol. The infection is now under control, but unfortunately pt will be left with some corneal scarring, the visual implications cannot be assessed accurately at this time. Pt will be monitored closely until the corneal surface is healed.